Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned incorrect test strip lot - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 115 mg/dl and her blood results can range from 150-200mg/dl non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/29/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is on insulin and test several times a day.